Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) partial lead in segments was returned and analyzed. The analysis was inconclusive due to mechanical stress/incomplete lead. It was noted that the distal conductor fractured due to overstress and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient complained of pain in the shoulder area due to protruding single wire, not coil or cable, from a capped lead. Wire was removed and lead recapped. No further patient complications have been reported as a result of this event.